Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Although there are no patient specific allegations, general litigation alleges metal on metal, therefore all products are being reported.

Manufacturer narrative:
Additional information. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/21/2016 medical records received. Medical records reviewed for MDR reportability. Primary surgery report gave doi as (B)(6) 2008 and this will be updated. Revision surgical note reported pain, weakness, abundant amount of scar tissue, gluteal musculature with significant atrophy, significant synovitis, significant edge loading of femoral head on acetabular cup and corrosion. Part/lot updated. The complaint was updated on: may 6, 2016.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.